Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed that the power supply cable and power cord cable are in good condition, and the right-angle extension cable was defective (right-angle extension cable has exposed wires), also the returned 4g gsm modem was unable to pass pots modem during diagnostic testing, therefore, a golden 4g gsm modem and a golden right-angle extension cable were used in all future testing. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. It was reported that pes could not power on due to the exposed wires on power connector plug-confirmed. Additional issue revealed that returned 4g gsm modem was unable to pass pots modem during diagnostic test-confirmed.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.